Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr.(B)(6) called in and advised that the device needs to be remade, because the anchors have broken off, using the same scans. Additional information received reported that the 20-year-old female patient did not suffer any injury or adverse outcome and not medical intervention was required as a result of the reported event. The patient was sleeping when the device broke and noticed the break when she awoke. The event occurred about a month ago and the patient continued to use the device as a night guard for a few weeks. It is unknown when the patient stopped using the device.